Manufacturer narrative:
(B)(4). Evaluation, results: (gi bleed).

Event description:
During the index procedure, the patient had one endeavor sprint rx drug-eluting stent implanted to the mid lad. A dissection is reported to have occurred during the index procedure. One endeavor sprint rx stent was implanted to the distal lad for treatment of the dissection. Dissection was reported to have been of mild intensity. The investigator reports that the dissection was not related to the study stent/drug but was definitely related to the study procedure. Patient was reported to have recovered with treatment. Approximately 3 months post index procedure, it was reported that "patient had episode of gi bleed thinks had dark stool hasn't stopped plavix or asa. Not seen by gi." The investigator reports that the gi bleed event was not related to the study stent/ drug/ procedure. Patient is reported to have recovered without treatment. (Ref MFR. # 2953200201100135-1).